Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6)2024, it was reported that patient faced an event of infusion set patch lift on one side. The infusion set had been in use for two days of insertion. Patient's blood glucose was noticed at time issue 15.2 mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.